Event description:
The bd nexiva had been indwelling approximately 10-20 hours. The nurse saw the tube was full with blood and it leaked out. When the sample was received, it was determined that the catheter separated at the tube/adapter junction.

Manufacturer narrative:
The sample was received on 01/07/2008 and is currently being decontaminated. Add'l info has been requested. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Date submitted: 01/09/2008.